Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (100 mcg/ml at 77.64 mcg/day) and dilaudid (400 mcg/ml at 310.54 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s daughter reported that her mother was in the hospital originally for a uti (urinary tract infection), but they ran a toxicology report and did not see any of the medication in the patient¿s system, so they believed the patient was in withdrawal. The patient¿s daughter wanted someone to come and check the pump. Per the reporter, the patient's pump had just been refilled on (B)(6) 2021.